Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records were reviewed. . The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Broadspire records were received. They note that the patient was revised to address pain. Upon entering the capsule, necrotic debris, fluid collection, scar tissue and blackened tissue consistent with corrosion was found. Update rec¿d (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no additional information to report at this time. The complaint was updated on: (B)(6) 2015.